Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to patient injury. Device issue: stent dislodgment. It was reported that the stent delivery stystem (sds) was removed from the coil. When the protective cover was removed, it was noted that there was no stent on the balloon. The stent was located inside the protective cover. Reportedly, there was no patient involvment. No additional event or patient information is available.

Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event information, including patient information and patient status, from the hospital, field contact or distributor. H6 results code - a definitive root cause for the stent dislodgement could not be determined. Evaluation summary: quality assurance analysis revealed that the catheter was returned without any blood. There was fluid visible in the inflation lumen. The balloon was tightly folded. The stent was not on the balloon, but was on the stylet with the protective sheath. There was no damage noted to the stent. There were crimp marks on the balloon where the stent had been between the markers. Using a laser micrometer, the outer diameter of the stent was measured and found to be oversized. The inner diameter of the protective sheath was measured using a pin gauge and was within specification. No other damage was noted. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the stent dislodged in the protective sheath. Quality assurance technician analysis confirmed that the stent had dislodged and was inside the protective sheath. There was no observed damage to the stent or the catheter, which indicates that forced removal of the sheath was not a likely cause of the dislodgement. Crimp marks were present on the balloon, suggesting the stent was properly positioned at the time of manufacture and the inner diameter of the protective sheath met manufacturing criteria. The stent outer diameter dimension was outside of the accepted manufacturing specification; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. Potential causes for this type of event as observed in past incidents may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, or forced sheath removal. Unfortunately, none of the information gathered suggests any of these causes is the most likely cause; thus, a definitive root cause for the stent dislodgement in this case cannot be determined. Product performance engineering will trend and monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.